Manufacturer narrative:
This event is attributable to user technique; a technician did not load the device onto the inserter properly. Consequently during deployment the device did not deploy, it became damaged and fell into the joint space. All was retrieved from the patient, and the procedure was completed with no consequences to the patient. Although we attribute this event to the user, the complaint file and this report is established to record the event. No corrective or further action is required at this time, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting to us that during a meniscal repair, the tech improperly loaded the fastener assembly onto the inserter. While the surgeon attempted to deploy the fastener into the meniscus, the inserter needle became bent and fell off into the patient's joint space. The needle was easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient. Complaint device discarded at user facility.